Event description:
This is a medical device case report received by baxter via a sales rep on october 2004 which refers to a pt who underwent a partrial nephrectomy in 2004. Bleeding was stopped by treatment with floseal matrix, lot# unk, dosage unk. About 2 hours after surgery the pt experienced secondary hemorrhage on their operation wound (approx 6 cm^2) requiring unspecified transfusions. Pt underwent emergency surgery with a purse-string suture. The pt recovered completely.